Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, paresthesia, and skin reaction. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old caucasian female patient underwent a primary breast augmentation with two unspecified smooth saline breast prostheses and experienced bilateral breast pain, paresthesia, and skin reactions post-operatively. The patient mentioned she started noticing symptoms shortly after the breast prosthesis were implanted (in 2006) and again in 2015. As a result, the patient is to undergo explantation on (B)(6) 2022. This report is for the left side device.